Event description:
Device #3 of 3: reference MFR. Report: 1627487-2017-04621 and 1627487-2017-04622. Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the leads were removed and replaced. Therapy was resumed.

Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #3 of 3: reference MFR. Report: 1627487-2017-04621 and 1627487-2017-04622. It was reported during an ipg replacement procedure (reference MFR. Report: 16271487-2017-02051) effective stimulation was unable to be restored. Lead diagnostics revealed multiple high impedances. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address this issue.